Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for an off-label MRI scan, the device was unable to be interrogated with a radio frequency (rf) antenna connected. This was consistent with three programmers and multiple rf antennae. When the wand was unplugged, the device could be interrogated normally. A device download restored normal rf function. The patient will continue to be monitored normally.